Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a intermittent backlight failure. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an intermittent backlight failure was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty main display. The main display was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.